Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for oxygen low flow and significant events in the error log e-195. The device's inlet air path, air path foam, internal battery and flow path were replaced to address the issues.